Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis confirmed alarm 134, ¿level sensor failure¿ was generated during this procedure. This alarm was generated because the first return cycle took longer than expected to empty the reservoir. Run data file analysis did not show a conclusive root cause for this long return cycle. It is possible, though not conclusive, this alarm occurrence was generated due to variability in the disposable set and the device including pump accuracy and tubing specifications. Other possible causes for a long first return cycle include, but are not limited to: - occluded or kinked vent bag line - partial obstruction/occlusion on/in the return line tubing or return reservoir - partial occlusion at the venipuncture site - incorrectly loaded tubing set - return pump header loaded incorrectly - defective lower level reservoir sensor or one that requires cleaning - manufacturing defect in the return line, which may be located at the return filter, the pump header bonds, the manifold, etc. Alarm 134 is a shutdown alarm to ensure no air is returned to the donor. The customer submitted three photographs in lieu of the disposable set to aid investigation. One photo shows the tyvek lid confirming the ref number, 80300, and the lot number, 2404084251. No damage is noted on the lidstock. The second photo shows the trima monitor and confirms the alarm level sensor failure, alarm number 134 'the first return cycle took longer that expected'. The third photo shows the left hand side of the cassette loaded on the trima device, and a section of the inlet coil. Blood is noted in the inlet and return lines, and in the reservoir, which is approx. Half full. Air bubbles are confirmed present along the blue striped return line, in the return line from the return pump header, and in the return line just after the bottom of the reservoir. Clumping is observed in the reservoir filter trap. The ac and inlet pump header tubing appear to be seated correctly in the pump header raceways, and no kinks are noted on any of the visible tubing lines. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found 0 reports for similar issues on this lot. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported air bubbles in the return line during a procedure on a trima device. The operator stated that the device alarmed "level sensor failure" and then noticed air in the return line, promptly terminating the procedure. Per the customer, the alarm occurred during the second return cycle, prior to that a "draw flow" alarm also occurred. The customer stated all luer connections were tight and the blood diversion pouch was not inflated with air. The donor was connected but not prematurely prior to the ac prime. No air was being drawn in through the ac line or filter, and there was no clotting in the channel or in return reservoir. The set was discarded post procedure. The customer declined to provide patient identification. No medical intervention was reported and the customer stated that the "donor is fine". The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis confirmed alarm 134, ¿level sensor failure¿ was generated during this procedure. This alarm was generated because the first return cycle took longer than expected to empty the reservoir. Run data file analysis did not show a conclusive root cause for this long return cycle. It is possible, though not conclusive, this alarm occurrence was generated due to variability in the disposable set and the device including pump accuracy and tubing specifications. Other possible causes for a long first return cycle include, but are not limited to: - occluded or kinked vent bag line - partial obstruction/occlusion on/in the return line tubing or return reservoir - partial occlusion at the venipuncture site - incorrectly loaded tubing set - return pump header loaded incorrectly - defective lower level reservoir sensor or one that requires cleaning - manufacturing defect in the return line, which may be located at the return filter, the pump header bonds, the manifold, etc. Alarm 134 is a shutdown alarm to ensure no air is returned to the donor. The customer submitted three photographs in lieu of the disposable set to aid investigation. One photo shows the tyvek lid confirming the ref number, 80300, and the lot number, 2404084251. No damage is noted on the lidstock. The second photo shows the trima monitor and confirms the alarm level sensor failure, alarm number 134 'the first return cycle took longer that expected'. The third photo shows the left hand side of the cassette loaded on the trima device, and a section of the inlet coil. Blood is noted in the inlet and return lines, and in the reservoir, which is approx. Half full. Air bubbles are confirmed present along the blue striped return line, in the return line from the return pump header, and in the return line just after the bottom of the reservoir. Clumping is observed in the reservoir filter trap. The ac and inlet pump header tubing appear to be seated correctly in the pump header raceways, and no kinks are noted on any of the visible tubing lines. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found 0 report for similar issues on this lot. Root cause: a root cause assessment was performed for this complaint. Run data file analysis did not show a conclusive root cause for the long return cycle. It is possible, though not conclusive, this alarm occurrence was generated due to variability in the disposable set and the device including pump accuracy and tubing specifications. Other possible causes for a long first return cycle include, but are not limited to: - occluded or kinked vent bag line - partial obstruction/occlusion on/in the return line tubing or return reservoir - partial occlusion at the venipuncture site - incorrectly loaded tubing set - return pump header loaded incorrectly - defective lower level reservoir sensor or one that requires cleaning - manufacturing defect in the return line, which may be located at the return filter, the pump header bonds, the manifold, etc. Alarm 134 is a shutdown alarm to ensure no air is returned to the donor. Based on the available information, a definitive root cause for the air bubbles observed in the return line during picture evaluation could not be determined. The most likely root cause is clumping in the reservoir trap. Clumping may be a result of the donor¿s physiology or improper anticoagulation of the extracorporeal system. Other root causes of air in the return line include: * partial obstruction/occlusion in the disposables set * incorrectly loaded tubing set * manufacturing defect in the disposables set * a leak in the set.

Event description:
The customer reported air bubbles in the return line during a procedure on a trima device. The operator stated that the device alarmed "level sensor failure" and then noticed air in the return line, promptly terminating the procedure. Per the customer, the alarm occurred during the second return cycle, prior to that a "draw flow" alarm also occurred. The customer stated all luer connections were tight and the blood diversion pouch was not inflated with air. The donor was connected but not prematurely prior to the ac prime. No air was being drawn in through the ac line or filter, and there was no clotting in the channel or in return reservoir. The set was discarded post procedure. The customer declined to provide patient identification. No medical intervention was reported and the customer stated that the "donor is fine". The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported air bubbles in the return line during a procedure on a trima device. The operator stated that the device alarmed "level sensor failure" and then noticed air in the return line, promptly terminating the procedure. Per the customer, the alarm occurred during the second return cycle, prior to that a "draw flow" alarm also occurred. The customer stated all luer connections were tight and the blood diversion pouch was not inflated with air. The donor was connected but not prematurely prior to the ac prime. No air was being drawn in through the ac line or filter, and there was no clotting in the channel or in return reservoir. The set was discarded post procedure. The customer declined to provide patient identification. No medical intervention was reported and the customer stated that the "donor is fine". The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: manufacture and expiry date are not available at this time.¿¿ the customer submitted three photographs in lieu of the disposable set to aid investigation. One photo shows the tyvek lid confirming the ref number, (B)(4)., and the lot number, 2404084251. No damage is noted on the lidstock. The second photo shows the trima monitor and confirms the alarm level sensor failure, alarm number 134 'the first return cycle took longer that expected'. The third photo shows the left hand side of the cassette loaded on the trima device, and a section of the inlet coil. Blood is noted in the inlet and return lines, and in the reservoir, which is approx. Half full. Air bubbles are confirmed present along the blue striped return line, in the return line from the return pump header, and in the return line just after the bottom of the reservoir. Clumping is observed in the reservoir filter trap. The ac and inlet pump header tubing appear to be seated correctly in the pump header raceways, and no kinks are noted on any of the visible tubing lines. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.